Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. It was likely the image was not displayed because the cable was broken, hence, the video communication could not be communicated to the processor. The product shipment record was checked, but there was no abnormality with the device. The cable breakage might have been due to user operation. The instructions for use (IFU) provides the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Corrected data: h6/health effect - impact code.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no image and none of the switches worked due to a faulty cable unit. Also found, the rear cover label was fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the 4k autoclavable camera head would not turn off and on and would not white balance. The intended procedure was completed with a different camera. No other devices were involved in the event and no other device were replaced. No patient harm reported.